Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly and would not power back on. They had to remove the battery to get the device to power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly and would not power back on. They had to remove the battery to get the device to power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface to stack flex assembly cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface to stack flex assembly cable and was unable to determine a further root cause for the reported issue.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 01/30/2019.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly and would not power back on. They had to remove the battery to get the device to power on. There was no report of patient use associated with the reported event.